Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing and shocks for a possible supraventricular tachycardia (svt) with rapid ventricular response. Technical services (ts) suggested cardiology follow up. Vf zone was increased to 220. No further adverse events have been reported outside of the inappropriate shocks to the patient. This product remains in-service.